Manufacturer narrative:
Otc proudct - yes.

Event description:
It was reported the unit or switch emitted sparks or burned. Visual inspection of the unit revealed no evidence of any type of burn or spark, and the unit functioned properly when tested. There was considerable discoloration of the unit, however, and it appeared that the user had folded the unit while in use. While the unit had clearly been misused by the consumer, we found no evidence of an actual defect or malfunction.